Event description:
It was reported that insulin pump displayed an insulin amount different than expected, with cartridge volume and remaining insulin units consistently calculated incorrectly from the beginning and not lasting as long as expected between set changes. No information was provided regarding impact to the customer¿s blood glucose level. Customer¿s mother consulted trainer, who confirmed pump issue, and pump was replaced under warranty; customer switched to multiple daily injections as backup therapy, was instructed to place faulty pump in storage mode and return it, and was advised to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which caller understood and acknowledged.